Event description:
Following an external shock on (B)(6) 2015, the device could not be interrogated; so that no access to the device memories was possible. The device was then replaced and returned for analysis. An investigation is required in order to check if the device memories could be retrieved.

Event description:
Following an external shock on (B)(6) 2015, the device could not be interrogated; so that no access to the device memories was possible. The device was then replaced and returned for analysis. An investigation is required in order to check if the device memories could be retrieved.

Manufacturer narrative:
Expertise of the returned devices showed damages most likely resulted from the external defibrillation shock.

Event description:
Following an external shock on (B)(4) 2015, the device could not be interrogated; so that no access to the device memories was possible. The device was then replaced and returned for analysis. An investigation is required in order to check if the device memories could be retrieved.